Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 1.9, lab: 1.1 or 1.2. Date: (B)(6) 2011, inratio: 3.9, lab: 1.8. Pt's target therapeutic range is 2.5-3.5. Comparison on (B)(6) 2011 was done within a few hrs.

Manufacturer narrative:
Investigation pending.